Event description:
Reporter alleged back-to-back blood glucose results of 589mg/dl, 243 mg/dl, 354 mg/dl, and 317 mg/dl on the compact system. Reporter stated customer had no symptoms. Customer took normal amount of insulin - did not base treatment on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.